Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and dehydration. The customer's blood glucose reading was 300 mg/dl. The caller did not have all of the info at the time of the call. Assisted the caller with the no delivery and auto alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.